Event description:
A customer reported the footpedal stopped working during surgery. The procedure was completed using an alternate footpedal. There was no patient harm reported.

Manufacturer narrative:
The customer did not request service; however, the customer did request a footswitch exchange. The returned non-functioning footswitch has been received for in-house evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).